Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing. The noise was not reproduced during provocation testing. Provocation test was performed, the lead remained implanted, and the patient was referred back to their usual follow-up clinic. The patient was in a stable condition.